Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0208347980, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving baclofen (1,000.0 mcg/ml at 199.5 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient indicated that things were not going well at all. The pain had returned "since the discharge after the drezotomie and even increased compared to before the operation." The pain was mainly situated in the back and posterior at the hip crest. The patient also experienced neuropathic pain in the legs, as known pre-operatively. The spasticity had also increased considerably since the operation, although initially it was also better. The spasticity was mainly pronounced during mobilization, but disappeared when working for a while. The pump had been raised by 10% twice since (B)(6), without much effect on spasticity. It was stated that "if increasing the dose of baclofen has no effect on the symptoms, we believe that there is an indication for a catheter revision." The clinical diagnosis was increase of spasms. The patient reported this on (B)(6) 2018. Device interrogation was performed on the same date, but no problems were found. Side port aspiration was performed on the same date; no infection was identified. The catheter was explanted/replaced on (B)(6) 2018. Specification of this stated "new catheter." The event resulted in in-patient hospitalization and an emergency room visit. The event was possibly related to the device/therapy, and not related to the implant procedure. The device disposition was "returned to medtronic." The outcome was resolved without sequelae on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0208347980, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was reprogrammed on (B)(6) 2018; there was a 10% increase of baclofen. The pump and catheter were both implanted on (B)(6) 2014. No additional troubleshooting was performed. The tracking number and courier information for the catheter return was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The device diagnosis was updated to "other catheter issue."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The device diagnosis was updated to "catheter dysfunction based on ingrown material." Additional information indicated a diagnostic of "bolus in pump" was performed on (B)(6) 2018; the results indicated "the volume is the same as the catheter volume over 15 minutes." When asked what the observed material was, the site indicated it was human tissue. When asked where on the catheter the material was observed, the site indicated the material was found on the entire catheter. When asked how the catheter dysfunctioned due to the material, the site indicated it was unknown.